Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned reciproc blue files r25 8/100 25mm 025 are both broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1552185, #1552213 and #1552214). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc blue broke during use; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciproc blue files r25 8/100 25mm 025 are both broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1552185, #1552213 and #1552214). Root causes are not identified. We will track this kind of event and monitor the trend.